Event description:
Monitor alarms displayed at other bedsides. No mechanism to prioritize displayed "alarm watch" alarms. Only indication of additional alarms, small printing on screen. No scrolling of alarms. Clinicians do not get presented with alarm info.